Event description:
It was reported that in 2005, during right total hip arthroplasty, implant was impacted into place with femoral stem impactor and inserter could not be removed. Threaded tip section was cut off and remains implanted in extraction hole of prosthesis.